Manufacturer narrative:
Initial reporter name: (B)(6) hospital . The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urinary leakage was observed during catheter exchange. Upon inspection, the balloon tip was found to be damaged. Only the foley catheter portion was retrieved. No medical intervention was reported.